Event description:
As the physician was withdrawing the sheath from the left femoral access site, the sheath broke. Upon pulling back on the wire, the braiding pulled apart and the exposed wire could be seen.